Event description:
Philips m4735a heartstart xl defibrillator/monitor was connected to patient during cardioversion. Philips m4735a heartstart xl defibrillator/monitor would do a full charge but would not deliver a shock. Earlier in the day philips m4735a heartstart xl defibrillator/monitor device check was completed and device passed check. Pads/electrodes/cables verified to be connected according to the user manual. After attempted cardioversion, another check of the philips m4735a heartstart xl defibrillator/monitor was completed and device passed check. The philips m4735a heartstart xl defibrillator/monitor was taken out of service and replaced with another philips m4735a heartstart xl defibrillator/monitor. Cardioversion was successful with a replacement philips m4735a heartstart xl defibrillator/monitor.